Event description:
A pt who had an open ventral hernia repair reportedly coughed and felt something pop within 24 hours of the procedure. The pt was taken to the operating room six days later when the pt did not show significant improvement. It was discovered that the smaller of two mesh devices sewn together by the surgeon had a tear from the superior aspect to the center. The small bowel had herniated through this tear and subsequently resulted in significant inflammation and obstruction. An approximate 2 ft section of small bowel required resection.